Event description:
Reported due to surgical procedure and prolonged hospitalization. In 2005, the physician attempted arteriotomy closure using the prostar xl 10 french percutaneous device in the right common femoral artery (cfa). Reportedly, the physician was performing an "endoluminal graft to repair the aorta." Upon deployment of the prostar device only two (2) needles were retrieved. Reportedly, the "needles were retracted back into the device and the prostar device was removed. "It was noted the physician" decided to abandon the case and surgically cut down to repair the artery. On visual inspection of the artery there was a hole and the physician could see that some of the intima was retracted." The artery was repaired and the skin incision was closed. The patient's hospitalization was prolonged as a result of this event. It is unknown how long the patient stayed in the hospital. At last report the patient has been discharged and "healed well following the repair of the artery." Although requested no additional patient information was provided.